Event description:
It was reported that an ilet user experienced repeated insulin delivery occlusion alerts approximately every four hours despite multiple supply changes, site rotations, pump resets, and verification of flow at the tubing, with episodes occurring while sitting or standing and leading to high glucose readings of 400 mg/dl. The issue was associated with obstruction of flow and involved the connector/coupler component. Symptoms reported included nausea, and elevated ketones associated with hyperglycemia. Outcomes included health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed deformation problems consistent with an obstruction of flow related to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.